Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer also stated that there were change sensor after sensor updating alarm and high blood glucose and sensor glucose difference. The insulin pump will not be returned for analysis.